Manufacturer narrative:
(B)(4). Investigation results: a partially deployed ultraflex esophageal stent and delivery system was received for analysis. Visual analysis of the returned device found the shaft curved. Functional evaluation found the shaft bowed during deployment but the stent could be deployed as received. The distal end of the stent failed to expand after it was incubated at 37c for 24 hours. The stent was measured to have an outer diameter of approximately 17.02mm at its widest and 15.47mm at its narrowest, indicating that the device is out of specification. No other issues were identified with the device. The investigation concluded that the observed failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) revealed no non-conforming events or deviations. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release covered stent was to be used to treat a 3cm malignant tumor in the middle and lower segment of the esophagus during a stent placement procedure performed on (B)(6) 2017. Reportedly, the patient¿s anatomy was not tortuous and had not been dilated prior to stent placement. According to the complainant, after about one half of the stent was deployed, the stent could not be released further. The stent was removed from the patient partially deployed and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the distal end of the stent did not fully expand.